Event description:
Infant returned from u/s placed in crib from transport isolette. Apnea monitor changed from battery mode to a/c mode per routine. Infant appeared to "stiffen" and burning smell noted. Monitor disconnected from wall outlet. Resident began chest compressionns immediately and infant transferred to special care nursery for further resuscitation. Infant expired approx 45 mins later. Coroner listed electrocution as cause of death.